Event description:
(B)(6). According to the information received, an end user experienced pain while inserting the catheter. It is described that there was too much coating that seemed like a spiral at the top of the catheter. This may have caused the pain.

Manufacturer narrative:
Product has been requested but as of to date no product has been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.